Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be submitted once additional information is available. Note-the customer reported receiving an error 3 message with the following additional meters: (B)(4). All pertinent data has been reported by abbott diabetes care.

Event description:
On (B)(6) 2016 a customer reported that about ¿two weeks ago¿, she began receiving error-3 messages on her adc blood glucose monitor. As a result, the customer was unable to test and on (B)(6) 2016 the customer went to a hospital. She reported she was asymptomatic, but was diagnosed with hyperglycemia and treated with ¿IV sodium chloride¿. The customer denied receiving any other diagnosis other than hyperglycemia there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of 28feb2018 at the time of review, retain testing was not performed. A tripped trend review was completed for the reported complaint and freestyle freedom lite meter and freestyle strips and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Meter brand name) and (model number) and (meter) serial number were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
On (B)(6) 2016 a customer reported that about ¿two weeks ago¿ she began receiving error-3 messages on her adc blood glucose monitor. As a result, the customer was unable to test and on (B)(6) 2016 the customer went to a hospital. She reported she was asymptomatic, but was diagnosed with hyperglycemia and treated with ¿IV sodium chloride¿. The customer denied receiving any other diagnosis other than hyperglycemia there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of 28feb2018 at the time of review, retain testing was not performed. A tripped trend review was completed for the reported complaint and freestyle freedom lite meter and freestyle strips and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Meter brand name), (model number) and serial number were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
On nov 7, 2016 a customer reported that about ¿two weeks ago¿ she began receiving error-3 messages on her adc blood glucose monitor. As a result, the customer was unable to test and on (B)(6) 2016 the customer went to a hospital. She reported she was asymptomatic, but was diagnosed with hyperglycemia and treated with ¿IV sodium chloride¿. The customer denied receiving any other diagnosis other than hyperglycemia there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of 28feb2018 at the time of review, retain testing was not performed. A tripped trend review was completed for the reported complaint, freestyle lite meter and freestyle test strips and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On nov 7, 2016 a customer reported that about ¿two weeks ago¿ she began receiving error-3 messages on her adc blood glucose monitor. As a result, the customer was unable to test and on (B)(6) 2016 the customer went to a hospital. She reported she was asymptomatic, but was diagnosed with hyperglycemia and treated with ¿IV sodium chloride¿. The customer denied receiving any other diagnosis other than hyperglycemia there was no report of death or permanent injury associated with this event.